Event description:
Edwards received notification of an evoque valve in tricuspid position where the procedure was successfully completed with no intraprocedural rhythm changes. On post-operative day (pod) 1, patient developed complete heart block and a permanent pacemaker was implanted.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Additional code for type of investigation: labelling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Information provided per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Patient was reported to have experienced complete heart block on post operative day 1 and had a permanent pacemaker implanted. No information provided on patient status immediately post procedure. Mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation- in extreme conditions death. This event may have potentially been influenced by patient health factors; however, a definite root cause is unable to be determined.